Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were applied to tissue but would not hold. The case was completed with another device of the same product code. There were no patient consequences reported. Device was from a flextray.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a cholangiogram done on procedure? Was device fired over another clip, staple, or hard structure?